Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with fourteen remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock did not engage. The instrument was disassembled and two fully formed clips were found in the clip track potentially preventing the proper loading of clips and the engagement of the interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip into the clip cartridge, preventing clips from loading properly. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handle could not be squeezed and the device could not be fired. Another device was used to complete the procedure. After the procedure, the device could be fired after several attempts to squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.